Event description:
Down punching curette by alphatec spine discovered to have a broken tip missing. There was no harm to the patient, and no delay in the procedure. X-ray was negative. Manufacturer was notified and wanted the device back. Spoke with or personnel.